Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the programmer¿s stylus does not calibrate; the touchscreen was reseated. It was also determined at analysis that the paper drawer was nearly empty, the cord bay flaps were broken, and the ECG connector was loose. The anti-slip layer on the radio frequency head was worn out and errors in the software history were found, the programmer software was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer¿s stylus does not calibrate, the stylus was replaced but the issue remained . It was further reported the programmer was returned to service and repair. No patient complications have been reported as a result of this event.